Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the pin went into the left nostril of the nurse's face and fractured the right orbital floor during a case at the user facility. Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported that the pin went into the left nostril of the nurse's face and fractured the right orbital floor during a case at the user facility. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Correction - pease refer to b2. The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.